Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) is powered on, there are no numbers on the display. Technical services had the biomedical engineer check the battery, which the biomedical engineer thought was replaced with a good battery, but another bad battery had been used. Once a new battery was used, the epg powered on without any problems. No patient complications have been reported as a result of this event.